Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent unexpected medical intervention appears to be related to circumstances of the procedure. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. Factors that may contribute to an activation failure including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, anatomical conditions, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible the device may have interacted with the heavily calcified, right renal artery during advancement, as resistance was noted due to the angle of the renal artery, causing the reported activation failure, ultimately causing the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. A snare device was used to remove the stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, right renal artery. During advancement of the 4.0x18mm herculink elite balloon-expandable stent (bes), resistance was met due to the angle of the artery and prior to reaching the lesion, the stent dislodged from the balloon and was snared. The 4.0x15mm herculink bes failed to cross due to anatomy and a kink on the distal end of the stent was noted. The procedure was aborted at this point. There were no adverse patient sequelae and no clinically significant delay in procedure. No additional information was provided.